Event description:
Pt undergoing a coiling of a cerebral aneurysm through a right femoral puncture. They were trying a new femoral artery closure device and this new device as well as a puncture right at the take off of the profunda resulted in a dissection into the profunda and occlusion of the common femoral artery. We took her to the operating room to explore the artery. Repaired the dissection and performed a patch angioplasty.